Event description:
The customer reported that while preparing the subject device for an unspecified procedure, they noticed reduced angulation, the angle knob was tight, and the insertion part was worn. The intended procedure was completed with a similar device and with no delay to the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, error code e315 (scope error) was observed, and it was found to be due to fluid ingress in the scope connector causing an electrical continuity error. This report is being submitted for the malfunction found by service during the device evaluation [scope error e315].

Manufacturer narrative:
Upon further evaluation of the device, service found the venting connector was leaking which caused fluid ingress inside the electrical connector. The nozzle was observed to be deformed due to handling or being dropped. Service could not confirm the customer¿s reported reduced angulation, tight angle knob, or any surface defects of the insertion tube. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a water invasion from a leak caused by user handling, leading to an abnormality in electrical parts and a displayed error message. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.